Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is unable to maintain communication with the charger for more than a few minutes. The patient feels the ipg is tilted in the pocket. Follow up revealed surgical intervention it planned to address the issue.